Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 19mm amplatzer septal occluder was selected for implant using 9f amplatzer trevisio intravascular delivery system to treat an atrial septal defect (asd). During implant the occluder took on a cobra shape. There was some contact with cardiac structures. The occluder was not released from the delivery cable. The occluder and delivery system were removed from the patient and replaced with a new 19mm amplatzer septal occluder and 8f amplatzer trevisio intravascular delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.